Manufacturer narrative:
A ge service representative performed an onsite investigation and could not duplicate the reported problem. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system's left monitor was black and would not display an image. No patient injury was reported.